Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed. During evaluation, the device would not power on. The cause of the condition was a damaged central processing unit (cpu) board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flogard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.